Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, monopolar curved scissors (mcs) tip cover was slowly sliding down from the mcs where the orange line started to be uncovered. At that point the immediately stopped using the mcs and retrieved them from patient`s abdomen. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument and mcs tip cover accessory were inspected prior to use, every single instrument has been inspected prior to use and no damage in that time otherwise instrument would not be used. The mcs tip cover accessory was retrieved by the ordinary laparoscopic instrument through the 12mm trocar with reducer. Dissecting the tissue was being performed when the mcs tip cover accessory fell inside the patient. The surgeon was not sure what could cause the accessory to slip off or break. The monopolar curved scissors (mcs) instrument was in use approximately 3-4 hours. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. The mcs tip cover accessory has been properly installed prior the surgery with installation tools and no orange part of scissors was visible. Lubricant has not been used to install the cover. Also, the cover was not installed beyond the orange surface. A reducer was used. Reporter further confirmed that removing the instrument was not difficult from the trocar however in 2 cases cover remain in the trocar and in one case cover dropped back to patient abdomen. The instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The procedure was completed by robot. The new tip cover has been installed. Reporter confirmed that there was no harm to patient. The issue did not cause any delay the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used laparoscopic instruments to remove and retrieve the monopolar curved scissors (mcs) tip cover. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.